Event description:
A malfunction on the pump was reported by the caller, resulting in the blood glucose level displayed as "high," though a specific value was unknown. The issue caused the customer's blood glucose to exceed 500 mg/dl. There was no reported need for third-party assistance in addressing the high blood glucose level. Technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump, as the current pump was no longer under warranty.